Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Myocardial infarction and stenosis are listed in the xience prox everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The xience prox 3.5 x 23 mm referenced in b5 and d11 is being filed under a separate manufacturer report number.

Event description:
It was reported that during a procedure in (B)(6) 2016, two xience prox stents (3.5 x 23 mm, 3.5 x 12 mm) were implanted overlapping in the proximal left anterior descending (lad) artery with mild calcification. The patient returned (B)(6) 2016 with st elevated myocardial infarction (stemi). Angiography confirmed restenosis at the overlap area of the stents. Pre-dilatation was done with a non-compliant balloon, followed by dilatations with a drug coated balloon. The final patient outcome was good. No additional information was provided.